Event description:
A malfunction alarm was reported, identified by a code labeled as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions to continue using the device. They advised the customer to contact support again if the malfunction code appeared once more. The customer acknowledged and understood the guidance provided.